Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Related MDR 2937457-2014-00364, 1713747-2014-99916 and 99917.

Event description:
The following info was received via user facility medwatch. A peritoneal dialysis pt reported that they were admitted on (B)(6) 2014 for wound care and is on peritoneal dialysis using the cycler. The pt began to have cloudy peritoneal fluid which results in the growth of pseudomonas aeruginosa. Ultimately, the pt peritoneal catheter was removed on (B)(6) 2014 and a hd catheter was placed.

Manufacturer narrative:
The user facility medwatch number reported on initial MDR was in error. There is no related user facility medwatch complaint was opened as this is a concomitant product of the liberty cycler. Device review: the actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. It was determined that no liberty cycler sets had been shipped to the user facility during this time frame. This is a concomitant product of the liberty cycler because the patient name is not in manufacturers sap system, a specific 101 number cannot be found. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. On (B)(6) 2014, this patient began experiencing nausea, abdominal pain and cloudy effluent. The patient was started on intraperitoneal antibiotics. The patient continued to have cloudy effluent until (B)(6) 2014. On (B)(6) 2014, the patient's cycler was alarming and the patient was found lying on her line. Once the line was removed from under the patient, there were no more issues. Treatment sheets prior to this event do not show any symptoms of peritonitis. The growth of pseudomonas aeruginosa was found on (B)(6) 2014. The patient was receiving peritoneal dialysis in a clinical setting. There is no documentation that shows a causal relationship between the patient's liberty cycler, liberty cycler set, or dialysis solutions and the diagnosis of peritonitis.